Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a battery issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten due to continuous use. The pump intermittently powered up with a returned battery cap. A test battery cap was used for all testing. A 24 hour basal program was run with a test battery cap and no reboots, power losses, or call service alarms were duplicated. The pump case was removed and no evidence of additional moisture or loose components were found inside the pump. No alarms related to the complaint were duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.